Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a peeled adhesive around light guide lens and a burn on the forceps elevator. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around light guide lens was peeled and there was a burn on the forceps elevator. A root cause could not be identified. Based on the results of the investigation, it is likely the peeling of the light guide lens adhesive was caused by: a fracture problem. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: tjf-q290v operation manual chapter 3 preparation and inspection:3-3 inspection of endoscope, tjf-q290v operation manual chapter 4 operation:4-3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.